Event description:
The ventilator stopped, alarmed, and a message that the user should restart the unit was displayed. No pt was connected to the machine when the problem occurred.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility.